Manufacturer narrative:
The common compute controller (ccc) board was returned for failure analysis and the reported issue was replicated and confirmed. The ccc board was installed on the test bench and powered on with a power supply. The tegra module was visible. This ccc board is confirmed to be bricked.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the ccc board in the vision side cart (vsc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the ccc board associated with this complaint to perform failure analysis (fa). However, fa is requesting advanced failure analysis on this board based on the symptom, that was exuberated in a unique situation, as reported in this complaint. Therefore, it is better suited that advanced fa is performed at the board level of this unit to better identify potential root cause of this failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure the site had a power outage and they tried to move this system into a room with different system that had a power issue, and this system did not complete power on. Site ended up moving the case to their xi system. Two different systems with the same patient. The procedure was converted to another da vinci system. There was no patient harm. Procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: confirmed that this issue occurred on two occasions. Once on 06/28/2024 and again on 07/08/2024. The 07/08/2024 case was converted to open. The patient was under anesthesia, but no ports were placed at the time. The system was getting power, but the system was unable to communicate with itself. They attempted to bring in the other dv5 system, and it would also not communicate with each other. They brought in an electrician, and the hospital had the breakers mislabeled. The robot did not have a proper dedicated circuit. They rearranged so each part of the machine.